Event description:
On (B)(6) 2005, a gynecare pelvic mask tvt was implanted in me after a total vaginal hysterectomy to correct stress urinary incontinence. These procedures were performed on the same day sequentially with the gynecare mesh being the last procedure of the surgery. Within the following months of the surgery, I began to have increasing pain and discomfort in the mesh implanted area. At first, the pain was treated with medication. At the point of (B)(6) 2009, the pain had become so severe, that the mesh had to be dissected. The surgeon reported that they removed as much of the mesh as was possible and that the mask had folded upon itself and imbedded into my tissue. The mesh was putting extreme pressure on my urethra. I have missed work time including taking fmla time from work due to the previous and ongoing pain that the mesh has caused. It caused both nerve and tissue damage. It is my hope that this product will be removed from production and usage as it has caused my life many difficulties. As both a professional rn and a consumer, I hope to be an advocate for future surgical candidates, and that other options will be considered.